Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.

Event description:
It was reported that the r-waves had decreased and loss of capture was seen. X-ray revealed dislodgement. When a reposition attempt failed, the lead was explanted and replaced.